Manufacturer narrative:
Medtronic received additional information that the physician indicated the medtronic valves or implant procedure were not believed to have caused the patient's sick sinus syndrome. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: t510c27, serial/lot #: (B)(4), ubd: 30-apr-2021, UDI#: (B)(4). Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days post implant of these mitral and aortic bioprosthetic valves, a permanent pacemaker (ppm) was implanted due to sick sinus syndrome (sss). No additional adverse patient effects were reported.